Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Due to complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: the staff nurse was having a problem with an air in line alarm. Nurse had persistent ail alarms and could not resolve it despite troubleshooting, so she had started a new infusion with new tubing, ivfs, and pump. The old tubing was still in the old pump. I powered the pump on and got an accumulated air alarm. I tried unsuccessfully to prime it out, I removed the tubing and flicked it several times and reinserted, I turned the pump vertically, none of the troubleshooting resolved it. I was unable to visualize any air. I then took the new tubing she'd gotten and inserted into the old pump and it infused without any alarms. This confirmed the tubing was the issue and not the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400614097. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.